Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal tip of the turnpike spiral was separated. The tip section showed signs of rotating in a calcified lesion as reported in the event description. No damage was found along the catheter shaft or to the distal nylon spiral.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the turnpike spiral was advanced after a turnpike lp was passed through a mildly calcified rca. After the lp passed through the vessel, a turnpike spiral was advanced to enlarge the channel created by the lp. The spiral stalled and the doctor did not push the turnpike spiral and instead removed it to use the lp again. When he did this he saw the tip had come off the spiral. Unsuccessful attempts have been made to request how the tip was removed. Procedure was aborted.